Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(6)) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During the ivtm therapy setup, the thermogard xp ivtm system (sn (B)(6)) failed to detect the filled start-up kit (suk) air trap. The reported issue occurred during the power-on self-test. Per the customer, the air trap was fully primed with saline. No patient involvement.